Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient reported feeling chest pain shortly after an implant procedure. The physician suspected the right atrial (ra) lead had perforated the patient causing a pericardial effusion and cardiac tamponade. Surgical intervention was performed to reposition the ra lead, but during the procedure the physician noted the helix of the lead would not extend properly so the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm the allegations of perforation and pericardial effusion through testing of the lead.